Event description:
It was reported by customer that the pyxis medbank es system is unresponsive and generates an error when attempting to issue oxygen for a patient verification. A customer indicated that a user needed to provide medication for a patient during a malfunction; however, there was no delay in patient care and no harm came to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that an error occurred during the attempt to issue oxygen for the patient. This error was attributed to a prior outage of microsoft sql server. After remotely accessing the system and restarting the application, the client was subsequently able to request verification and issue the medication. The system functioned as intended after troubleshooting.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prompted an error while trying to issue oxygen for patient verification. A customer support specialist found that the error was attributed to a prior outage of microsoft sql server. Remotely accessed the system and restarted the application to resolve the issue. The system functioned as intended after the customer support specialist troubleshot the device.

Event description:
It was reported by customer that the pyxis medbank es system is unresponsive and generates an error when attempting to issue oxygen for a patient verification. A customer indicated that a user needed to provide medication for a patient during a malfunction; however, there was no delay in patient care and no harm came to the patient. There were no adverse events or injuries reported based on this event.